Event description:
(B)(6), 2010: (B)(6) received combination treatment of limelight and pearl to face, neck and chest. (B)(6) required medical care for increased pain, redness, itching, drainage. Developed (B)(6) infection and required additional interventions to prevent scarring. Limelight handpiece energy measurement above specifications.

Manufacturer narrative:
Recommendations/action items: for the primary root cause, trigger wire in front of detectors, the known practice for assembly is to put the trigger wire at the bottom of the flow tube. However, this was never documented in (B)(4), wi limelight hp assy. Action: eco change to (B)(4) instructing on where to place the trigger wire. For secondary cause of corrosion in reflector body a, there is a general ongoing effort to remove coated aluminum bodied parts where possible. There has been a general scoping of the effort needed to complete this task. For the secondary cause of tarnish on reflector body b, this is an artifact of early proto/beta parts. This has already been addressed years ago at the coating company with better tooling to prevent this from occurring. For the additional failure mode of the poorly functioning tec's. The tec's were still acting to protect the patient. The epidermis was cooled sufficiently to protect against burns. But, it would have less of an anesthetic effect than the commanded 5 degrees c. Per standard (re)manufacturing processes, this would be tested for. If found to be failing (as with this hand piece), new tec's would be installed and tested. Observations during disassembly: no signs of internal leaking noted. Found corrosion in the reflector body a and the limelight end block.